Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's lead revision procedure on (B)(6) 2019, the physician was unable to advance an additional lead due to anatomy restraints. As a result, the patient was programmed with the single implanted lead, and therapy was restored post-op.